Manufacturer narrative:
The customer¿s report that the tubing set separated at the safety clamp was confirmed. The set was visually inspected for obvious damage such as cracks, kinks, holes, and tears in the tubing and its components. Visual inspection of the set noted separation at the engagement between the lower fitment and the pvc tubing. Traces of clear liquid was observed in the set¿s drip chamber and tubing. A green alcohol disinfecting cap was attached to each of the set¿s two smartsites. No other abnormalities were observed. Examination of the separation under magnification observed insufficient solvent on the tubing. No damage was observed on the set¿s lower fitment/safety clamp. Functional testing was deemed unnecessary due to the separated tubing and the obvious leak that would occur. Dimensional analysis was performed on the set¿s tubing and found the inner/outer diameter measured within the specification. The inside diameter of the top of the tubing insertion area measured within the specification. The root cause of the tubing separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing to the lower fitment outlet port due to equipment and/or operator error. The device history record for primary set model 2420-0007 lot 20036237 was performed. The search showed a total of 34,560 units in 1 lot were built on 14 march 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame.

Event description:
It was reported from pacu that the primary tubing set separated at the safety clamp while infusing either normal saline or lactated ringers as maintenance fluid. There was no consequence or impact to the patient.

Manufacturer narrative:
Concomitant medical products: 250ml ICU medical bag, lot number: 08-037-jt, exp: 1aug2021, 0.9% sodium chloride injection.the affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from pacu that the primary tubing set separated at the safety clamp while infusing either normal saline or lactated ringers as maintenance fluid. There was no consequence or impact to the patient.